Event description:
New information received indicated that the device was re-interrogated and found normal measurements. Programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no implant date was not set in the device despite several in-clinic follow-ups and had automatically set to the current date during the session. After reinterrogating, the current drain displayed incorrectly. Further review of the session records indicated that the implant date was never set in the device and when no implant date is set, the device will not display the estimated remaining longevity. Device reprogramming was recommended.